Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A restricted posterior leaflet was noted. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, it was observed the clip opened to 20 degrees, causing mr to return to a grade of 3-4. It was noted the clip remained stable on both leaflets. An additional clip was inserted and implanted on the mitral valve, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.